Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the motor assembly was corroded. This may cause the reported event. The motor assembly was replaced. Components were replaced cleaned, lubed and adjusted as part of preventive maintenance. The drill was returned to the account after passing final inspection.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.